Event description:
It was reported that unspecified bd¿ venflon catheter leaked. The following information was provided by the initial reporter: bd venflon pro safety 20g defect code: leakage.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-19. H6: investigation summary: one sample was received by our quality team for evaluation. The sample was subject to visual inspection, injection leak test, and catheter adapter leak test. The sample passed all testing and no abnormalities were observed. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of this failure cannot be determined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. The (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown initial reporter additional email address: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ venflon catheter leaked. The following information was provided by the initial reporter: bd venflon pro safety 20g defect code: leakage.